Event description:
During a remote follow up, undersensing, functional undersensing and functional loss of capture due to fusion resulting in inappropriate mode switching was noted on the device. Technical support was contacted and recommended reprogramming to resolve the event. The device was reprogrammed.

Manufacturer narrative:
Further information was requested but not received.